Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose was 350 mg/dl. The customer changed supplies and resumed insulin delivery. Additionally, the customer experienced low blood glucose (bg) levels, an exact value was not provided. Customer's bg was addressed with consuming orange juice. Cause for bg was unknown. Tandem technical support examined pump data logs and found the pump to be functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.